Manufacturer narrative:
Document review: quadra c cemented femoral stem size 2 std. Ref: (B)(4)/ lot 130172 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4). It was reported that the case was quite complicated: during the primary surgery, the surgeon wrongly drilled the pelvis of the pt, deciding to use cemented components. From the data collected, there are no evidences that the event is device related.

Event description:
Revision surgery 2 weeks after primary due to multiple luxations.